Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted concurrently with anterior colporrhaphy due to cystocele, midline and stress urinary incontinence. It was reported that following insertion the patient experienced mesh failure, leakage, pinching pain, tingling on arms and legs, weak legs, bleeding, infections, vaginal prolapse, uterine prolapse, urinary incontinence and dyspareunia.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.